Event description:
Boston scientific crm received information that one day post implant of this lead, diaphragmatic stimulation was noted. Initially, the left ventricular was programmed off, which did not resolve the issue, so an echocardiogram was performed. It was suspected that this right ventricular defibrillation lead had perforated, however, the results were not conclusive.

Event description:
--

Manufacturer narrative:
A lead revision procedure was performed in an effort to resolve the diaphragmatic stimulation. This lead was explanted and a new right ventricular defibrillation was implanted on the septum, however, stimulation continued to be felt through the chest wall. The original rate/sense lead was utilized with the newly implanted lead, however, the stimulation was not fully resolved. No further adverse patient effects were observed. At this time, no additional information is available and this lead has not been returned for analysis. If additional information is received, this report will be updated.

Manufacturer narrative:
The lead was later returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted cuts in the lead insulation 43 cm from the terminal pin. Additionally, inspection revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.